Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed "interference/noise: high ventricular sensing integrity counter (sic) counts are observed with 6598 counts on the lifetime counter, most of these counts occurring on the (B)(6) 2010. High sic can indicate the presence of noise or intermittency in the system" and "oversensing multiple short ventricle-ventricle sensed events of less than 220 ms are observed on the (B)(6) 2010. (11 episodes nonsustained tachycardia, 19 episodes ventricular fibrillation)".

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. An in-vivo insulation breach or conductor fracture was not observed during analysis.

Event description:
It was reported that the patient received multiple inappropriate shocks. The right ventricular defibrillation lead had an apparent fracture, was oversensing, had an increase in impedance, and had noise. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.